Event description:
It was reported that a spectrum pump had failed downstream occlusion test with 19.18, 21.61 and 20.41 pounds per square inch (psi). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The force sensor and downstream tubing guide require replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.